Event description:
It was reported that during the use of the product, leakage of medical fluid from it was observed. No patient injury was reported.

Manufacturer narrative:
We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. Product was received. No physical damaged was found on the product. No root cause was determined. No action was necessary.